Event description:
It was reported that during a low anterior resection procedure, on the initial firing, the device cut the tissue, but the device did not deploy the staples. They had to do an unplanned, permanent colostomy versus a rectosigmoidectomy. The pt's condition after surgery was stable.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis, to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).